Event description:
It was reported that the patient underwent a spinal surgical procedure using rhbmp-2/acs. Reportedly, the patient¿s post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.

Event description:
It was reported that in (B)(6) 2012, patient began experiencing pain in her groin and right knee for which she sought treatment from her primary care physician and an orthopedic specialist. After about five weeks of aquatic therapy, patient's pain level did not decrease. On (B)(6) 2013, patient attended an initial consultation where patient's MRI got reviewed. The radiologist found neither a disc herniation nor ¿very significant¿ foraminal stenosis at l5-s1. On (B)(6) 2013, the patient underwent CT scan. On (B)(6) 2013, the patient underwent a lumbar laminectomy at l1-2, bilateral foraminotomy at l1-2, posterior spine instrumentation and fusion at l1-2, and a posterior spine instrumentation at l1-2 with extension of fusion. A l2 screw was also removed during the surgery. However, neither the CT scan nor the MRI indicated a loose screw. The patient was implanted with rhbmp-2/acs. Post-op, patient reported that the pain in her back, groin, and knee exacerbated.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.